Manufacturer narrative:
Results: bd had not received samples, but 4 photographs were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for crooked/twisted tubes with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the customer received defective bd vacutainer® plus plastic sst tubes that were bent and twisted. No serious injury or medical intervention reported.

Manufacturer narrative:
This MDR was submitted in error. The device did not cause serious injury or malfunction.